Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2015-13388

Manufacturer narrative:
Additional information provided: one probe was returned for not actuating. The final lots were identified and a device history record review the two probe lots were conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. One lot had no anomaly found based on the device history record review. The product was released based on manufacturers¿'s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated no additional complaints for this reported issue. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle had an obvious bend at the stiffener sleeve. Actuation testing was performed and deemed nonconforming. Actuation testing was retested after disassembly and was then was deemed conforming. Cut testing was performed and deemed nonconforming as the probe did cut but only at a slower cut rate. The probe was disassembled and the components inspected. There is approximately five minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is bent. There is no wear at the bend location. The complaint evaluation confirmed the probe did not functionally actuate or cut properly. The root cause for the actuation and cut nonconformance was from the bent needle. A bent needle resulted in the inner cutter rubbing on the outer needle which impeding the function of the device. How and when the needle became bent cannot be determined from this evaluation. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not actuate during a cataract and vitrectomy procedure. Another cutter was obtained and the procedure was completed with no harm to the patient. A product sample has been requested. Additional information was requested but has not been received to date.